Event description:
As reported, during a heart catheterization via access in the groin, an unspecified cook micropuncture wire ¿sheared off¿ and was left in the patient. There has been no report that the patient required additional procedures or experienced any adverse effects due to this event. Additional information has been requested but is not available at this time.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.